Manufacturer narrative:
The insulin pump was received with cracked and bleeding display glass. No burns were noted at the liquid crystal display. The insulin pump was received with a cracked case at the display window corners, cracked battery tube threads, minor scratches on the display window and a missing end cap sticker.

Event description:
The customer reported via phone call that the insulin pump had an unreadable display. Customer stated that the left side of the display seems partially burned up to 25%. Customer stated that the letters are almost not readable. Customer's blood glucose was 6.2 mmol/l. The insulin pump was not dropped or bumped. The insulin pump will be returned and replaced.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.